Manufacturer narrative:
The device involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent treatment with an afx device and computed tomography revealed an endoleak type iiib. The physician elected to reline the graft with another device from cook zenith. It was reported the patient is well.

Manufacturer narrative:
Based upon the clinical assessment, type iiib endoleak of the bifurcated device is confirmed. A design or manufacturing root cause for the reported event could not be determined based on the available information, and overall, the investigation is inconclusive. Cautionary product use conditions that might have contributed to this event included the presence of a thoracoabdominal aneurysm.